Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high reading issue with the freestyle libre sensor. The caller reported a scan of 457 mg/dl compared to a built-in result of 44 mg/dl. However, based on the scan, it was reported that the customer stopped eating and subsequently began to experience chills, weakness, blurred vision, and lost consciousness. The customer was taken to a hospital where a healthcare meter reading of 33 mg/dl was obtained. The comparison of scan to built-in meter, when plotted on a parkes error grid, fall into the "e" zone, showing the difference in values to be clinically significant. The customer was treated with glucose via IV for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.